Event description:
The customer reported the ventilator screen went blank and the unit shutdown during operation in normal ventilation. The customer reported the unit was making a humming noise after it shutdown and reported no alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the ventilator diagnostic log history noted that when the ventilator was powered on in normal ventilation mode by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. During evaluation, the manufacturers field service engineer reported the device functioned on ac power but the backup battery was not functional. The backup battery was replaced to address the findings. The service engineer could not duplicate the report of the ventilator not alarming upon shut down and reported testing of the power fail alarm passed. Applicable final testing was completed and passed to operating specifications.